Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2011-08272. The pt had two scs systems. It was reported that the pt's husband expressed dissatisfaction regarding the scs systems and stated that the devices were unable to program the therapies. The pt was notified that there was scar tissues around the leads. The pt was consulting for a third scs system. No further info is available at this time.